Manufacturer narrative:
Concomitant medical products: product ID: 37800, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: implantable neurostimulator. Product ID: 4351-35, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 4351-35, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 8870, product type: software. (B)(4).

Event description:
The consumer reported the patient indicated for gastrointestinal/pelvic floor was brought home from the hospital on (B)(6) 2015 and "everything was fine." On (B)(6) 2015, the patient had a sudden onset of shocking. It was stated the patient was sleeping and they woke up in the morning and they were unable to sleep because of the shocking. The shocking had continued since that day and would happen every five seconds when the stimulation was set to stimulate. The shocking was causing pain in the stomach area. It was noted that the device was on its lowest setting and no falls or traumas were noted. The patient had been to the doctor's office twice, but they were not able to have the device checked. It was stated the clinician programmer needed to check the device was in the operating room. At one point, it was noted that it was not possible to communicate with the device as the clinician programmer application card was not compatible. Information received from the healthcare provider and manufacturer representative reported that the device was functioning normally at nominal settings when they met with the patient. The patient was getting help therapeutically with regards to nausea and vomiting. The device was turned off at that time and it was noted that the shocking did not go away, "but it may not go away immediately." The decision was made to leave the device off until the system could be replaced. It was stated the patient was admitted to the hospital on (B)(6) 2015. The patient was no longer having shocking because the device was off. However, because the device was off, the patient had constant nausea and was throwing up. It was speculated that the leads may not be in the right location or that the shocking was in the patient's head of how they were interpreting the feeling of stimulation. X-rays showed that the leads did not perforate the stomach wall, but it did not determine if they were positioned correctly. It was unknown what was wrong with the device, but it was suspected there was fluid leaking into the header block. The patient reportedly had a tentative appointment with the doctor. The patient had his device replaced before leaving for (B)(6). Only the implantable neurostimulator (ins) was replaced and if the leads needed replacement, it was going to be done at a later time because of recovery period. The patient was still receiving shocks as at (B)(6) 2015. It was also noted that the ins was implanted incorrectly; the wires were wrapped around it. Additional information received from the healthcare professional (hcp) reported that programming settings was 7.5v, 14hz and impedance was 529. The location of stimulation sensation was generalized to abdominal wall-right upper quadrant. Imaging done revealed leads were in good position and impedance tested was 529. The hcp also reported that the patient had transferred care to another surgeon and was unsure if he had a replacement. The patient reported that they felt shocking right after implanted. The consumer reported that the patient had complications with the ins pocket opening up and the ins being exposed. The wires weren't inserted correctly and the patient was getting shocked. The patient had the ins replaced on (B)(6) 2015 and found out the leads were in the wrong spot. The indication for use for this patient was gastrointestinal/pelvic floor.